Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the coronary artery. A trapper exchange device was selected for percutaneous coronary intervention. During the procedure, the balloon was inserted, inflated to 20 and ruptured. The device was removed successfully and safely and the procedure was completed with a different device. No complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination revealed that the balloon was subjected to positive pressure and was returned in a deflated state. No kinks or damages were noted in the hypotube. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. The tip showed no signs of tip damage. A 10mm tear was identified on the shaft of the device, 28.1cm distal to the distal end of the strain relief.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the coronary artery. A trapper exchange device was selected for percutaneous coronary intervention. During the procedure, the balloon was inserted, inflated to 20 and ruptured. The device was removed successfully and safely and the procedure was completed with a different device. No complications were reported.